Event description:
As initially reported by the consumer stating that after wearing contact lenses it caused discomfort; consumer visited the physician and diagnosed with corneal erosion syndrome in both eyes. Physician advised to stop wearing contact lenses and prescribed with eye drops. The current status of the consumer¿s eyes are symptom still continuing. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to qs 2328479 for the reported lot number. "This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product freshlook one-day that is sold in the united states under PMA/510(k) k050213." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined.